Manufacturer narrative:
H.6. Investigation: multiple samples were returned to our quality engineer for investigation. Through visual inspection, a yellow color can be observed on the blister packs. Packages were opened and we were able to verify the color is only on the plastic film, no defects observed on the paper portion of the blister packaging. A device history was performed and found no non-conformances related to the reported issue during production of batch 1811241. Retained samples of the same lot were inspected, not finding any product with this defect. Testing was performed in attempts to recreate this issue, all results were found to be satisfactory, no yellow coloring was observed. The samples received were tested to ensure product integrity, all packages tested were found to be properly sealed and sterility results verify the product remains sterile. Based on the available information, a root cause related to our manufacturing process cannot be identified at this time. The film for the reported lot is provided by a supplier whom we have notified of this issue.

Event description:
It was reported that discoloration occurred with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter, "stores received a box of newly opened syringes where the individual packets are partially discoloured. The customer is unsure where the product is sterile or contaminated." 77 occurrences were reported, but the date/time and patient information were not given.

Manufacturer narrative:
The reported lot# 1811240 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that discoloration occurred with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter. "Stores received a box of newly opened syringes where the individual packets are partially discoloured. The customer is unsure where the product is sterile or contaminated." 77 occurrences were reported, but the date/time and patient information were not given.